Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited under-sensing and the right ventricular lead exhibited noise. No intervention was performed. Patient status was not reported.